Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The locking bar appeared bent. Preventive actions have been initiated. This report is number 2 of 2 MDR's filed for the same event (reference 0001825034-2016-02617 / 02618).

Event description:
During a shoulder arthroplasty, the bearing was unable to be successfully impacted onto the humeral tray; another bearing was used. It was noted that the locking ring seemed bent.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records found no evidence of product nonconformance. Visual inspection noted no significant damage beyond scratches on the tab of the locking ring that would not affect functionality. Products were mated and locked together on the first attempt; the products both appear to be functional therefore the complaint cannot be confirmed. Root cause of the event cannot be determined with information available.